Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (B)(6) 2008, 6932 implantable tachy lead (B)(6) 2000, 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had intermittent diaphragm stimulation from the left ventricular (lv) lead. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.